Event description:
Sudden depletion of the battery was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed a telemetered battery reading of 2.40 volts. Functional testing measured battery voltage of 1.96 volts. Longevity testing at implant parameters revealed the device had not met its 99.9% expected longevity. The incorrect telemetered battery voltage measurements are the result of high internal battery resistance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.